Manufacturer narrative:
Na

Event description:
It was reported that the patient presented in clinic with atrial lead impedance less than 200 ohms in both unipolar and bipolar configurations and complete loss of atrial sensing. Intermittent capture was noted at 3 v in the bipolar configuration. In 2008 impedance was 400 ohms.